Event description:
Reported false negative sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed positive by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.